Event description:
The coblator handpiece didn't work. We plugged it in, the machine wouldn't register that it was plugged in. We took it out of service and tried a different handpiece that worked correctly.